Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple errors. The customer¿s blood glucose was unknown. The customer declined to troubleshooting. The customer stated that the insulin pump had rejected new battery, battery life diminished, chip on display window and crack near reservoir compartment. The customer stated that the insulin pump had to rewind or prime more than once. The customer also stated that the insulin pump had motor errors and buttons errors. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2 or lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm, rewind anomaly and failed battery test alert due to buttons not responding. Device received with cracked battery tube threads. Cracked reservoir tube lip and cracked case display window corner. Motor passed motor test.